Event description:
It was reported that when using the bd pyxis¿ medstation¿ es labels were not printing during medication dispense. Customer reset the printer, and a batch of old labels printed out before it stopped printing again. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the labels were not printed. A technical support specialist (tss) dialed into the device, reinstalled the printer driver, and reconfigured the printer properties and default settings. A test print was performed, initially showing a paused status. The customer later confirmed that the label printer resumed printing successfully. The system functioned as intended after the technical support specialist troubleshot the device.